Manufacturer narrative:
The autopulse platform (s/n (B)(4)) was returned to the manufacturer for analysis on 10/14/2015. Investigation results are as follows: visual inspection of the returned autopulse platform was performed and it was found that the front enclosure was damaged. Please note that the physical damage observed during visual inspection is not related to the customer's reported complaint. A review of the autopulse platform's archive was performed and no user advisory or warnings were observed on the reported event date of (B)(6) 2015. However, multiple "system error" 136 (internal parameter corrupted) messages were observed on (B)(6) 2015, thus confirming the customer's reported complaint. The platform was unable to undergo initial functional testing as it exhibited a "system error, out of service, revert to manual CPR" message upon power on, thus confirming the reported complaint. Further inspection of the platform found a defective processor pca board. Based on the investigation, the parts identified for replacement was the front enclosure and processor pca board. In summary, the customer's reported complaint of the platform exhibiting a "system error, out of service, revert to manual CPR" message was confirmed through both review of the platform's archive data and upon initial functional testing. The root cause of the "system error" message was determined to be a defective processor pca board. After replacement of the processor pca board and the damaged part, the platform was functionally evaluated and passed all testing criteria. The physical damage found during visual inspection is unrelated to the reported complaint. The platform is a reusable device and therefore, these types of physical damages can occur due to normal wear and tear and/or physical abuse.

Manufacturer narrative:
Product in complaint was returned to zoll on (B)(6) 2015 for investigation. However, investigation is still in progress. A supplemental report will be filed once investigation has been completed.

Event description:
It was reported that the autopulse platform displayed a "system error, out of service, revert to manual CPR" message. No adverse patient sequelae was reported. No further information was provided.